Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information received noted that the patient's left ventricular lead exhibited unknown damage.

Event description:
It was reported that patient presented during clinical follow-up, symptomatic of hematoma. Interrogation noted that the patient's left ventricular lead exhibited high pacing impedance and high capture threshold and the patient's crt-d device was prematurely depleted. Both the reported device and lead were explanted. The patient's condition was unknown.

Event description:
Related manufacturer reference number: 2017865-2024-52235. It was reported that the patient presented during clinical follow-up, symptomatic of hematoma. Interrogation noted that the patient's left ventricular lead exhibited high pacing impedance and high capture threshold and the patient's crt-d device was prematurely depleted. No intervention was reported. The patient's condition was unknown.